Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed.. Failure analysis - the unit was received with the left and right pawls worn and the pedi rocker arm or suitcase was missing.the worn components are being replaced along with general maintenance and cleaning. Root cause - the complaint was confirmed via inspection of the device. The plunger assembly had broken pawls. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the mayfield infinity xr2 skull clamp ((B)(4)) was not locking in place. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.